Event description:
It was reported that farawave catheter was selected for use during pulsed field ablation. It has been mentioned that while attempting to manipulate catheter the physician was unable to move wire, and it seemed stuck. It was attempted to advance the wire but it won't budge. Catheter was collapsed into basket and tried to move wire again, but it would not advance or retract. The catheter and wire was removed and new catheter was opened. Catheter was free floating, no tissue entrapment suspected. Entire catheter and wire system was removed. Wire seemed to be stuck in the lumen of the basket. Catheter was forcibly removed on back table, and it did not look kinked. The procedure was completed using different device (same model). No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.